Event description:
Customer reported being hospitalized with high blood glucose level and is being given an insulin drip. Customer is dehydrated. Unable to complete troubleshooting. Customer was instructed to monitor blood glucose levels, explained the 2 high blood glucose rule and instructed customer to call back for high pressure test when clamp arrives.